Manufacturer narrative:
The device history records were reviewed and the product met all specifications throughout the manufacturing process. The sterilization process met all validated parameters. This issue is listed as a possible adverse reaction within the IFU: adverse reactions possible complications include infection, seroma, pain, scaffold migration, wound dehiscence, hemorrhage, adhesions, hematoma, inflammation, extrusion and recurrence of the soft tissue defect. In pre-clinical testing, galaflex scaffold elicited a minimal tissue reaction characteristic of foreign body response to a substance. The tissue reaction resolved as the scaffold was resorbed.

Event description:
Physician reported to manufacturer's representative that he had a patient that had surgery on (B)(6) 2019 for a breast lift with galaflex mesh. Additional procedures included abdominoplasty as well as brachioplasty. The mesh was used as an overlay over the central breast mound and around the areola. Everything was progressing completely normally until (B)(6) 2019 when the patient developed the abscess over the right breast requiring drainage after failure to respond to antibiotics. She appeared to have resolved with incision and drainage as well as doxycycline and the issue was in the process of resolution. However, on a recent follow-up examination, the patient was presenting with device extrusion so the surgeon decided to remove portions of the device.